Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump had normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump was received with cracked belt clip slot at the battery tube threads area, cracked reservoir tube lip, cracked case at the display window corner, cracked lcd window and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 440 mg/dl. Customer stated that there are cracks on battery compartment and screen. Customer doesn't know how the damage occurred. Customer was advised to discontinue use of the pump and revert to backup plan. Customer was advised that the device would be replaced. The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. Customer treated high blood glucose with 7 units through pump bolus. Customer stated the high blood glucose is due to steroid.